Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pd6482 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent cesarean section on an unknown date and suture was used. The problem of pulling off suture needle happened when beginning to sew the uterus during the cesarean section. Changed to another device to continue the surgery. There were no adverse patient consequences reported. No additional information could be provided.